Event description:
It was reported that a thrombus occurred. A 27mm watchman ® laa closure device & delivery system was implanted during a left atrial appendage (laa) closure procedure. No leaks were noted at the time of implantation. Approximately three months post procedure, an electrocardiogram check detected a thrombus on the device. This was treated through medication. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).